Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level and had contacted their healthcare provider. Customer¿s blood glucose value at time of incident was 481 mg/dl and current blood glucose value was 300 mg/dl. Customer treated with bolus and has a back-up plan. Customer was assisted with troubleshooting for high blood glucose value. Insulin pump will not be returned for analysis.